Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No unexpected no reservoir, low reservoir or excessive "no delivery" alarms or motor error alarm noted during testing. The insulin pump had scratched lcd window and broken belt clip slot at battery tube threads area.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported that they received motor error alarm and no delivery alarm. The customer's blood glucose was 32 mg/dl at the time of incident. The customer's blood glucose was 506 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.